Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The insulin pump would not fill the cannula. A motor position encoder error alarm was found in the alarm history. The customer was able to rewind the insulin pump. Customer's blood glucose level was 345 mg/dl. She treated her blood glucose level with a syringe. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement, off no power, rewind, basic occlusion, prime and self tests. The pump was received stuck in a motor error loop during the bolus/basal delivery and a motor position encoder error alarm was noted in the alarm history screen. The pump was unable to prime during the prime test due to moisture damage on the force sensor resistor. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the excessive no delivery, occlusion or unexpected restart tests due to the motor error alarms. The pump had a cracked reservoir tube lip, minor scratches on the display window, a cracked belt clip slot and cracked battery tube threads.